Manufacturer narrative:
Customer alleged the pump having pump error 63 during self test. Unit passed displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Thus software was utilized and downloaded trace/history files properly. Pump error 63 alarm (variable 03) fileid = 37; linenum = 367; on (B)(6) 2022 17:00:17. (B)(6) 2022 17:00:26. Confirmed in the file history and alarmed during self test. Used a test keypad assembly and performed the self-test and no pump error 63 alarm and the audio tone volume functioning properly. Perform visual inspection on the u1 keypad traces and found broken trace at u1 pin 1. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, serial number label missing. Unit p-cap / test reservoir lock in place properly. In conclusion, pump error 63 alarm (variable 3) confirmed during self test and in the pump history due to broken trace at u1 pin 1 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported, the pump had a partial display after performing a self-test for error 63.  No harm requiring medical intervention was reported. Troubleshooting was performed.  The customer was able to clear the alarm successfully and stated that the pump rewind was completed but the insulin pump occurred pump error at the time of  self-test. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.